Event description:
It was reported that during a competitor device change-out procedure, when the new replacement device was connected to the chronic right ventricular (rv) lead, a possible high voltage lead issue was observed. An excessive current during the shock delivery was detected. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition with no adverse health consequences.